Event description:
The customer reported the system displayed a communication error message and a prompt to shut the system down. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface board, display adapter, video controller pcb, ps1 power supply, gib pcb and lemo receptacle were evaluated and replaced. The system was tested and found to be working as intended and returned to service.